Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular was explanted and replaced due to unknown reasons. This lead remained in service for less than 10 months. Further information was received stating that this lead was explanted as it did not work well due to the patient's anatomy. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.